Event description:
As reported by the user facility: reports the set leaked from the injection site while infusing paclitaxol. The leaking chemo medication did not spill on the patient, but did spill on the floor.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. If the sample is received for evaluation or if additional pertinent information becomes available, a follow-up report will be filed.